Manufacturer narrative:
On 09/04/2019, mentor received a photo of the suspect medical device. The patient had both of her breast prostheses explanted per the photo. On 09/09/2019, mentor completed the investigation on the suspect medical device. Investigation was completed by examining a photo of the device because physical device was not returned to mentor. Device evaluation summary: according to the information received, it was reported that the patient developed pain. There was no sample received for analysis. Only picture of the explanted breast prostheses was received for analysis. Upon visual inspection of the picture, it was observed two implants covered with tissue, and they were observed apparently intact. However, the photos do not provide enough evidence to observe some damage or tear. No additional anomalies were observed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. All mentor product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast pain. Concomitant products: mentor memorygel breast implant 300cc gel breast prosthesis, catalog #3503001bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 300cc gel breast prosthesis developed pain in her right breast. The patient reported that she cannot sleep on her right side. As a result, the patient will undergo explantation on (B)(6) 2019.